Event description:
On (B)(6) 2010, the pt was being treated for an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted with no issue. However, the physician had difficulty cannulating the contralateral gate hole of the trunk due to the tortuous nature of the pt's left common iliac artery. It was also reported that the pt's tortuous anatomy was causing the two gore dryseal sheaths used during the procedure to slip out of the pt. The physician attempted for two hours to cannulate the contralateral gate of trunk; when the pt began to lose blood pressure, a decision was made to convert the pt to open repair. The trunk-ipsilateral leg component was explanted, and a surgical graft was implanted to repair the aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices used during the procedure and involved in this event: sdv1828/(B)(4); sdv1828/(B)(4).